Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2002, the patient was pre-operatively diagnosed with l4-5 instability, status post multiple decompressions with facet removal and underwent the following procedures: posterior spinal fusion l4-5. Posterior spinal instrumentation l4-5. Rhbmp-2 placement. As per op-notes,¿ once the rhbmp-2 was placed in the posterolateral gutters on the right and left side. There was no more irrigation and there was no more suction used throughout this case. After the rhbmp-2 was placed, we then carefully closed the wound with number 1 vicryl in the deep fascia, 2-0 vicryl in the superficial fascia, and a running 4-0 subcuticular with a small drain above the fascia.¿ the patient tolerated the procedure well without any intraoperative complications.